Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt, damaged te) was confirmed. Upon evaluation, the u713 component was defective. The cause of the code 204 is the defective component. The root cause of the defective component cannot be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
04/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving a adjust belt messages and that the electrode belt was physically damaged.